Manufacturer narrative:
Details of complaint: the customer reported that one gz transmitter was showing the incorrect patient information on the rns. The device was showing patient a instead of patient b. The customer indicated that the correct patient was being shown at the cns, however, there were no vitals showing. No patient harm or injury was reported. Investigation summary: troubleshooting of the customer and nk cits identified that the issue was due to duplication of the ip address. The customer powered on a replacement transmitter that had the same ip address to ensure that it was working, and this caused the same issue. A duplicate ip address causes the server to not manage the server correctly. The issue was resolved after the duplicate ip address was corrected and the unified gateway (ug) server was rebooted. Based on the available information, the most probable cause of the issue is user error. The customer had introduced a device of the same ip address which had caused the issue.

Event description:
The biomedical engineer (bme) reported that the remote network station (rns), which is the secondary monitoring system, showed tele-3316 (telemetry transmitter), but the patient information had the wrong patient admitted (patient a). Patient a was also admitted on tele-723 in a different part of the hospital where they were supposed to be admitted. They discharged that patient and the information went away, but then it would only show comm loss.

Manufacturer narrative:
The biomedical engineer (bme) reported that the remote network station (rns), which is the secondary monitoring system, showed tele-3316 (telemetry transmitter), but the patient information had the wrong patient admitted (patient a). Patient a was also admitted on tele-723 in a different part of the hospital where they were supposed to be admitted. They discharged that patient and the information went away, but then it would only show comm loss. Then they went to the central nurse's station (cns), the primary monitoring system, and the bed tile here showed the correct patient b admitted on tele-3316. However, no vitals were showing. Patient a was discharged from tele-723 on a different cns. Tele-3316 then showed absolutely nothing when they got back to the all beds screen, only the bed ID was in the tile. They stopped monitoring the telemetry transmitters and tried to monitor the transmitter but they unable to as they were getting an "please wait" error. While the troubleshooting was occurring, the patient on tele 3316 was discharged from the device. The issues with the transmitter was later resolved by rebooting the telemetry server, and they were able to monitor tele 723 and tele 3316 was also ready to be admitted. No patient harm reported. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. The serial numbers for the telemetry transmitters were not provided and thus noted as no information (ni). Central nurse's station: model: cns-6201a, sn: (B)(4). Remote network station model: rns-9703, sn: (B)(4). Model: rns-9703, sn: (B)(4). Telemetry transmitter model: gz-140pa, tele 3316. Sn: ni. Model: gz-130pa, tele 723. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the remote network station (rns), which is the secondary monitoring system, showed tele-3316 (telemetry transmitter), but the patient information had the wrong patient admitted (patient a). Patient a was also admitted on tele-723 in a different part of the hospital where they were supposed to be admitted. They discharged that patient and the information went away, but then it would only show comm loss. Then they went to the central nurse's station (cns), the primary monitoring system, and the bed tile here showed the correct patient b admitted on tele-3316. However, no vitals were showing. Patient a was discharged from tele-723 on a different cns. Tele-3316 then showed absolutely nothing when they got back to the all beds screen, only the bed ID was in the tile. They stopped monitoring the telemetry transmitters and tried to monitor the transmitter but they unable to as they were getting an "please wait" error. While the troubleshooting was occurring, the patient on tele 3316 was discharged from the device. The issues with the transmitter was later resolved by rebooting the telemetry server, and they were able to monitor tele 723 and tele 3316 was also ready to be admitted. No patient harm reported.